Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose over 400 mg/dl. Customer experienced symptoms of drowsiness and inability to sleep. The customer did not feel okay to troubleshoot and stated he would change the set, reservoir, and insulin and monitor blood glucose. The customer called back later, stating he noticed that there was blood in the cannula when he removed the infusion set.